Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. The elevated BG was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown / Unknown / Unknown.